Manufacturer narrative:
The exact date of the patient's death and the event is unknown. The provided date of death and event date was chosen as a best estimate based on the date that the manufacturer became aware of the event and the time frame provided by the complainant (4 weeks later). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a hot axios stent was successfully implanted to treat an esophageal dilatation refractory anastomotic stricture during a gastroscopy with oesophageal stent procedure performed on (B)(6) 2018. Reportedly, the patient had a previous total gastrectomy and partial esophagectomy followed by radiotherapy. Reportedly, the stent was thought to be most appropriate for the case due to the short nature of the stricture (1 cm) and the lack of stomach below the site. Post stent placement, the patient's dysphagia was relieved and a follow-up CT one week later revealed no complications. According to the complainant, four weeks later, the patient presented with bleeding and was admitted to the hospital. An initial scope procedure revealed bleeding from the top end of the stent, and endoscopic intervention was performed. The bleeding continued, and the patient's clinical situation worsened, requiring admission to the ICU. A CT could not confirm the exact site of the bleeding. An endoscopy procedure was performed, during which the stent was removed. This led to torrential ongoing bleeding, and the patient was palliated. Because of previous surgeries, it was decided that no further surgery would be performed. The patient died. Attempts by boston scientific obtain additional information regarding the patient's cause of death and the relationship between the axios stent and the patient's death have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The hot axios stent was being implanted into the esophagus to treat an anastomotic esophageal stricture; however the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract. The device is not indicated to treat anastomotic esophageal strictures.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). The complainant indicated that the device is not available for return; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 11:43 am CT. The report number is being corrected from: 3005099803-2018-61981 to: 3005099803-2018-61442.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a hot axios stent was successfully implanted to treat an esophageal dilatation refractory anastomotic stricture during a gastroscopy with oesophageal stent procedure performed on (B)(6) 2018. Reportedly, the patient had a previous total gastrectomy and partial esophagectomy followed by radiotherapy. Reportedly, the stent was thought to be most appropriate for the case due to the short nature of the stricture (1 cm) and the lack of stomach below the site. Post stent placement, the patient's dysphagia was relieved and a follow-up CT one week later revealed no complications. According to the complainant, four weeks later, the patient presented with bleeding and was admitted to the hospital. An initial scope procedure revealed bleeding from the top end of the stent, and endoscopic intervention was performed. The bleeding continued, and the patient's clinical situation worsened, requiring admission to the ICU. A CT could not confirm the exact site of the bleeding. An endoscopy procedure was performed, during which the stent was removed. This led to torrential ongoing bleeding, and the patient was palliated. Because of previous surgeries, it was decided that no further surgery would be performed. The patient died. Note: the hot axios stent was being implanted into the esophagus to treat an anastomotic esophageal stricture; however the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract. The device is not indicated to treat anastomotic esophageal strictures. Additional information received on november 25, 2018: the axios stent was implanted within a likely benign stricture at 30cm within the esophagus. The previous partial esophagectomy was years earlier, distal and due to gastric cancer. The patient presented with upper gastrointestinal (gi) bleeding on (B)(6) 2018. A gastroscopy revealed active ooze from the esophageal mucosa at the top of the stent. A CT of the chest revealed blood in the lumen of the esophagus. The physician theorized the presence of an esophago-aortic fistula created by part of the stent eroding through the esophageal wall, however, no definite aorta-esophageal fistula was demonstrated. A gastroscopy was performed on (B)(6) 2018 during which extensive blood was noted in the lumen of the esophagus. The physician decided to remove the stent. Upon removal of the stent, the patient experienced massive bleeding and died shortly thereafter.